Event description:
Customer reports the collision alert sensor is too sensitive, system locks up when anything gets close. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and tightened the c motion potentiometers. System operates as intended.